Event description:
Pt was implanted with the lagb system. One day post-op the pt had the customary barium contrasted fluoroscopy, which indicated the lap-band to be in proper position and the pt was able to swallow without difficulty, and the pt was discharged to home. The next day the pt reported what the implanting physician described as "vague" abdominal pain. The physician changed the pt from tylenol 3 elixir to lortab elixir. Later that day the pt was taken by family members to the emergency room of a hospital other than the hospital where pt was implanted with the device. The reports from that hospital are incomplete. It is known that an ng tube insertion was attempted, but it is not known if it was successful, or why it was being placed. The pt had a cat scan and fluid was noted around the outside of the stomach. The implanting physician contacted the hospital at 6 a.m. And was told by a staff member from the emergency room that the pt was "doing fine". The pt's vital signs were all within normal limits. At 8:30 a.m. The pt became tachycardiac and their pulse elevated to 140. The pt lost consciousness, then became asystolic, and was pronounced dead at 8:40 a.m.